Event description:
The reported incident is in regard to a jazzy carbon. The alleged incident, as reported to pride, was described as follows: alleges there are melted/burnt connections. The complainant allegedly did not require medical attention at the time of the incident.